Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a closure fast catheter to treat the great saphenous vein(gsv) and the short saphenous vein(ssv). The IFU was followed and the procedure was completed without incident. A week later a scan showed that an ehit (endothermal heat induced thrombosis) had formed and the patient was administered 81 mg of asa. At a follow up appointment it was reported that the status of the patient has not changed and there was no change to the treatment received.